Event description:
Consumer experienced needle breakoff under the skin after injecting. Spouse took her to the emergency room for treatment. A nurse was able to remove the needle portion.

Manufacturer narrative:
Consumer reports a lot control number that is not consistent with the sequences used in manufacturing. Unable to run a batch history review or complaint history review on the reported number. Consumer has indicated return of the product. Await return to conduct quality evaluation.